Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose level was reported to be erratic, but the customer did not remember the exact blood glucose levels.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.